Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following intraocular lens (iol) implantation, patient intolerant of halos/glare. The lens was exchanged for an unknown monofocal lens after the initial implant procedure. There are two medical device reports associated with this patient. This file is 2 of 2.

Manufacturer narrative:
The product was not returned. The reported product lot number was not provided. Lot specific reviews for similar complaints or non-conformances could not be conducted. However, before production release, each device history record is reviewed to ensure that the product met the required specifications and release criteria. The product investigation could not identify a root cause for the reported complaint. The product has not been received to evaluate. Each lens is subjected to a 100 percent assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the unspecified lens was replaced with an unspecified mono-focal lens model. No additional information has been provided at this time. Not enough information was provided from the account for further investigation. The manufacturer internal reference number is: (B)(4).